Event description:
Discordant urea nitrogen (bun), albumin (alb), carbon dioxide (co2), magnesium (mg), glucose (glu), kappa, lambda, immunoglobulin a (iga), immunoglobulin g (igg), high sensitivity crp (hscrp) results were obtained on multiple patient samples on a dimension vista 500 instrument. Only discordant results for samples (B)(6) were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument, resulting as expected. Only corrected results for samples (B)(6) were reported to the physician(s), while for the rest of the samples repeat results from an alternate dimension vista 500 instrument were reported. There are no reports of patient intervention or adverse health consequences due to the discordant bun, alb, co2, mg, glu, kappa, lambda, iga, igg and hscrp results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that there was a malfunction of the sample mixer. The cse replaced the sample mixer and ran quality controls, which were within acceptable ranges. The cause of discordant bun, alb, co2, mg, glu, kappa, lambda, iga, igg and hscrp results on multiple patient samples was a malfunction of the sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.